Event description:
The customer reported that the central nurse's station (cns) dropped all patient waveforms, made 5 beeps, then restarted on its own. When it restarted 5 minutes of waveform data was missing from full disclosure. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the consignment central nurse's station (cns) dropped all patient waveforms, made 5 beeps, then restarted on its own. When it restarted 5 minutes of waveform data was missing from full disclosure. No patient harm or injury was reported. Investigation summary: the event logs from the consignment cns were collected and reviewed by nkc. While reviewing the logs, nkc confirmed the event and indicated there was a system abnormality that led to the operating system to restart. Nkc was unable to identify the cause of the event, however, it is likely due to a hard disc drive (hdd) abnormality. Nkc noted that the operating system of the device appeared to be corrupted and that there was an hdd abnormality entry in the logs. Nkc recommended replacing the hdd and performing a fresh install of the operating system. Based on the available information, a definitive root cause could not be identified. Possible causes of the failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. The complaint device was exchanged in a separate ticket (B)(4) created for the purpose of documenting the exchange. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that their central nurse's station (cns) dropped all patient waveforms, made 5 beeps, then restarted itself. When it restarted the full disclosure showed it missed / lost 5 minutes of waveforms. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) dropped all patient waveforms, made 5 beeps, then restarted itself. When it restarted the full disclosure showed it missed / lost 5 minutes of waveforms. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.